Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 12 synergy drug-eluting stent was selected for use. However, it was noticed that the stent strut was damaged. The procedure was completed with a non-bsc product. There were no patient complications nor injuries reported.